Event description:
A 9 1/2 piece of catheter guide wire discovered in pts artery on routine x-ray. Catheter had been inserted into pt on 7/18/95. On 7/23/95 wire was removed during radiologic procedure using a catheter and a snare.